Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history review: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and insert product experience code were reviewed. It was determined insert product experience code has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 11 2022. In total, there have been zero serious injuries and zero deaths reports related to insert product experience code in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, insert product experience code associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and visual: burr were reviewed. It was determined visual: burr has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 12 2022. In total, there have been zero serious injuries and zero deaths reports related to visual: burr in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, visual: burr associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 11 corail broach is damaged at the junction where the neck attaches and makes it very difficult to attach or remove the trial neck. The metal is frayed and not allowing the trial neck to seat well. It was not broken off. The surgery time was extended for 2-3 min. To remove the trial neck. The surgeon indicated that the junction on the broach may be damaged. After examination it indeed was damaged. It was not broken into pieces. There was a surgical delay of two (2) minutes.